Manufacturer narrative:
There were not reported effects to the pt according to the reporter. Device peeling or fragmenting is not labeled. Event eval: still under investigation. Additional info from user facility report: cook; frova airway intubation catheter; (B)(4); model# unk, serial# unk, exp date: 09/30/2012, (B)(6).

Event description:
The frova intubating introducer catheter was placed in double lumen tube. Little pieces were noted to come off of the catheter. The tube was removed with pieces of the frova in it, some remaining pieces were removed from the pt's airway using a fiberoptic scope. The procedure was completed. All pieces were removed from the pt. Additional info from user facility report: during bronchoscopy done, surgeon noted blue colored material in airway. It was noted that the sheath peeled away. Visible pieces were removed. No adverse effect to pt noted.